Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on their lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead and pocket site was flushed, leads were wiped, and leads re-inserted, but the issue was not resolved. The patient is waiting to see if the issue will resolve in time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the issue was resolved.